Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block e1: initial reporter state: atlantico. Block h6: device code 4008 captures the reportable event of stent torn inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the proximal section, bladder pigtail, was ripped/torn and buckled/accordioned. A functional evaluation noted that a mandrel 0.035" was inserted through the stent and resistance was felt, after, this obstruction was release from catheter and it was identify as guidewire tip section. The suture was not returned with the device. No other issues with the device were noted. The reported event was confirmed. The investigation revealed that the bladder pigtail was ripped/torn and buckled/accordioned. The investigation analysis concluded that the problems found are issues that could have been generated by the user or due to the interacting of the device with the suture string during procedure. Moreover, the device has the catheter buckled and this problem is known to be generated due to the force used when the stent is pushed up with the pusher/positioner over the guidewire or when the stent was used. It is important to mention that during product analysis the device was tested and mandrel 0.035" were inserted through the catheter and resistance was felt and the obstruction was identify as guidewire tip section; this condition will generate difficulties by using the catheter as expected. Adverse event related to procedure is selected as the most probable root cause for the complaint since it is the most likely that the adverse event occurred during procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an polaris ultra ureteral stent was used during a endoscopic ureterolithotomy procedure in the ureter, performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, when the physician attempted to deploy the stent, it was observed through the visualizer that the stent was torn along the pigtail. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was noted to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an polaris ultra ureteral stent was used during a endoscopic ureterolithotomy procedure in the ureter, performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, when the physician attempted to deploy the stent, it was observed through the visualizer that the stent was torn along the pigtail. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was noted to be stable.